Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his front right side. It was reported that the rash was red and bumpy. The patient consulted his doctor who advised the use of baby powder on the rash. Follow-up indicated that the rash was improving with the use of baby powder.